Event description:
It was reported that the device was interrogated and the episode data is present but the cardiac compass is showing question marks. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).